Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that insulin had leaked into the cartridge compartment of the patient's infusion device. The patient's blood glucose level was elevated to 30 mmol/l (540 mg/dl). He was able to correct his blood glucose level via insulin injection. No adverse event was reported. The insulin cartridge and infusion device were requested to be returned for product evaluation.